Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no damages or defects were found that would contribute to the needle not deploying or the cannula inserting improperly. Additionally, no abnormalities were found with the fluid path that would result in the cannula inserting improperly. The cause of the reported events could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause and unsure cannula properly inserted. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found that the needle had not deployed as intended. The patient was unsure if the cannula inserted properly into the skin.